Event description:
It was reported that there was a distorted haptic due to handling error. It was stated that the lens was injected into the patient's eye and was removed in pieces. It was stated that the incision was enlarged. The lens was replaced with a model za9009 iol by folding forceps. No patient injury was reported.

Manufacturer narrative:
(B)(4). The intraocular lens (iol)was received for inspection. The product evaluation laboratory received half of the lens with one haptic, which was not damaged. In addition the iol appeared to have evidence of viscoelastic (ophthalmic viscosurgical device), which is consistent with a lens that was handled and prepared for use. Prior to market release, the let met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.